Event description:
On (B)(6) 2012 the reporter contacted animas to report that on (B)(6) 2012 the patient obtained the blood glucose readings of 56 mg/dl, 52 mg/dl and 70 mg/dl; at that time the patient experienced no symptoms of high or low blood glucose levels. The patient reported she had been under high levels of stress due to a family member's illness. The patient administered self-treatment by consuming glucose tablets, juice and food. Troubleshooting revealed there were no issues with the infusion set or infusion site, the patient had not received any unintentional infusions and the pump settings were correct. The patient noted her physician had recently adjusted her pump settings. There was no evidence the pump was not accurately and correctly delivering insulin. However, as the patient suffered blood glucose levels suggesting severe hypoglycemia while using the pump and received treatment with glucose and food, this complaint is being reported.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings: a review of the black box showed data starting on (B)(6) 2013. Due to continuous pump use, the black box data and histories for the event on (B)(6) 2012 have been overwritten and are unavailable for review. A review of the current alarm history showed only typical usage; no alarms related to the complaint were observed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.